Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the mo.ma ultra in the common carotid artery, to treat a plaque lesion with a 90% stenosis. The device was not inspected as per IFU. IFU was not followed for the inflation of the balloon. It was reported the physician encountered resistance loading the device through the hemostatic valve, further problems were encountered deflating the proximal balloon. The physician felt that the balloon was slow to deflate, the balloon was inflated to burst pressure until ruptured. The balloon was removed after the strip beam of the catheter was ruptured. A dissection/perforation was reported.

Manufacturer narrative:
Evaluation summary: the device has been returned for analysis. The information reported on the luer of the device is consistent with the information in the complaint form received (lot.# 1h021302). A visual and tactile inspection has been performed: several dry blood traces and dry radio-opaque solution were found on the device, a kink was detected at 13.5 cm from the hub and the proximal balloon was found burst. An attempt to inflate the balloons was done, but it was not possible. A cd-rom, with angiographic images, has been returned, too. The images show the carotid artery stenosis at the beginning of the procedure, then the mo.ma ultra device was used, and a stent was deployed. The final image shows the procedure outcome: the flow was restored. If information is provided in the future, a supplemental report will be issued.